Event description:
Related manufacturer report number: 2017865-2022-08820. During an in clinic follow-up, noise was observed on the right atrial (ra) and right ventricular (rv) leads. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. A lead revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right atrial (ra) lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.